Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed as it could not be reproduced. Additional non-reportable findings were as follows: due to wear of angle wire, the play of up/down knob was out of the standard value, the adhesive on bending section cover had a chip, the adhesive on bending section cover had a crack, the adhesive on bending section cover had white-clouded area, the adhesives around objective lens had white-clouded area, the adhesives around light guide lens had white-clouded area, the universal cord had a scratch, the suction connector had a dent, the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a cloudy image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens, the adhesive around light guide lens, and the plastic distal end cover all had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. The nozzle is cleaned with lint-free cloths/brushes/sponges. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 "preparation and inspection". Reprocessing manual chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.